Event description:
It was reported that the patient was in a car accident and had high impedances. The lead was replaced. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).